Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that his onetouch verio2 meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 8:30am. The patient stated that the error mentioned "strip problem retest with new strip. The strip is not working". The patient manages his diabetes without diabetes medications. The patient stated that he followed his usual diabetes management routine in response to the alleged product issue. The patient claimed to have developed the symptom of "hands fall asleep with pain in fingers" on the morning of (B)(6) 2015 (time not provided) after the alleged product issue began; however the patient denied that he received any treatment. At the time of troubleshooting, the csr noted that the alleged product issue was not resolved with walk-through troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The reported symptom does not meet lifescan's criteria for a serious injury and there was no treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 2: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strips was found to have been contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been further investigated by lifescan product analysis. The test strip enzyme was found to be contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.